Event description:
The device was used to remove the screws which were implanted in malleolus medialis in the revision surgery since the patient was healed. When the surgeon tried to remove the screw, it was too difficult to remove and the device was broken during surgery. The screw and the broken part of the device were left in the patient's body and the procedure was completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the devise history records and or a complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Repeated attempts to obtain the complaint samples proved unsuccessful. Based on previous conversations with depuy miami trauma concerning the need for a pra (patient risk assessment) the following was noted: an extensive review of the medical fragment issue and put a dhf amendment in the entire trauma dhfs discussing the risks and hazards associated with medical fragments. This assessment was then carried into the updated dfmeas that were completed in early 2010 that cover all trauma products. The risk was considered a broadly acceptable with no further action required. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.